Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a ball bearing was missing from the provisional. This was discovered by the representative and technician during the set up for the case.